Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer is no longer experiencing symptoms. Customer went to the ER on (B)(6) 2018 and was diagnosed with hyperglycemia (500 mg/dl fasting upon arrival). He was treated with insulin (lantus) and was released the same day. Blood glucose result after treatment read at 146 mg/dl.

Event description:
Consumer reported complaint for hi accompanied by symptoms. Wife is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of fatigue. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2018. The meter memory was not reviewed for previous test result history. Customer could not disclose normal fasting range due to hyperglycemic symptoms at time of call such as fatigue. Customer will go to the hospital and will follow up with customer.